Event description:
Caller reported a cgm error, identified as error 42, affecting their continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support provided thorough instructions for resetting the pump and assisted the caller in completing the reset process. Subsequently, the cgm error did not reappear, and the caller successfully initiated their sensor session.